Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported may be the result of prosthesis wear, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 7 years and 1 month post the initial left total knee arthroplasty, this case was scheduled as just a poly exchange due to the recall. Once the surgeon dissected down he realized the femur was falling off and there was lots of osteolysis, so he revised to competitor's devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. The reason for the revision reported may be the result of prosthesis wear, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10. D10: (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 204-70-00 - tibial stem ext. Screw.